Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received over multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge to resolve the issue. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.